Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the device would not bow correctly, it was bowing off to the side. At the end of the procedure the device would not bow at all. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Event occurred in (B) (6). Updated manufacturing site.

Event description:
Caller states the lancet does not retract into the softclix lancet device. No adverse event reported.

Manufacturer narrative:
Event occurred in (B) (6).